Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl, at the time of incidence. Customer reported that they were unable to exit the training mode due to bad battery. Customer was able to rewind the insulin pump. Insulin pump did passed the self test. Customer was able to clear the alarm. Customer did not troubleshoot due to high blood glucose level. The insulin pump will not be returned for analysis.